Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, the novostitch upper jaw was broken, it could not be manipulated. The tip broke inside the patient, all the pieces were removed. The procedure was completed without a significant delay. There was a change in the surgical technique. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, the novostitch upper jaw was broken, it could not be manipulated. The tip broke inside the patient, all the pieces were removed. The procedure was completed without a significant delay. There was a change in the surgical technique. No further complications were reported.

Manufacturer narrative:
Additional information provided: d4: expiration dateh4: manufacturing date corrections made in the following fields: b5: event descriptiond4: lot numbere1: physician informatione3: reporter occupationh6: health effect - impact code

Event description:
It was reported that during a meniscal repair procedure, the novostitch upper jaw was broken and it could not be manipulated. The tip broke inside the patient, pieces were removed using suction. The procedure was completed with a change in surgical technique with a 30 min delay. No further complications were reported.

Manufacturer narrative:
H3, h6: "the reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Smith and nephew has not received adequate clinical information to perform a thorough medical investigation nor to determine a definitive root cause of the reported failure. According to the report, the broken piece was retrieved from the patient. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. An analysis of the customer provided images found the linkage to the upper jaw is broken. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time."

Manufacturer narrative:
H10: additional information on b4.

Event description:
It was reported that, during a meniscal repair procedure, the novostitch upper jaw was broken, it could not be manipulated. The tip broke inside the patient, all the pieces were removed by suction. The procedure was completed without a significant delay. There was a change in the surgical technique. No further complications were reported.